Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right atrial (ra) lead during its scheduled explant procedure. Technical services (ts) was consulted and discussed troubleshooting options to test the ra lead and ensure its integrity. This ra lead remains in service. No adverse patient effects were reported.